Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level of 144 mg/dl and a sensor glucose level of 52 mg/dl. Customer also reported receiving calibration errors. Blood glucose level was 100 mg/dl at the time of the call. No further information was provided.